Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. Drug information was not provided. The indications for use were intractable spasticity and cerebral palsy. It was reportedthat the patient had a recent catheter revision in (B)(6) 2016. The hcp noted that the patient had a loss of leg function after the catheter revision - but not sensory function - so they attributed that to the dose and reduced it to 25 mcg/day. The patient had a history of drug sensitivity.